Manufacturer narrative:
Evaluation summary: product failed functional testing on wet station with erratic flow and very low pressure readings. Root cause of pressure and flow problems is a defective transducer p2 pn: 81013335 with date code: 0610. (B)(4).

Event description:
It was reported when used the pump as usual, no readings were shown on the screen. Disconnected the tubing from the scope cannula and found that the reading appeared on the screen again. Over pressurization or non-stop inflow may have happened during the procedure. The patient had a large swelling area on the shoulder which went along to the neck. The surgery took around two hours, and the consumption of the saline was doubled comparing with the normal consumption. Additional information states the only patient swelling was complained. The patient is back to normal in healthy conditions.